Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter began giving blood glucose results in mg/dl instead of mmol/l after a battery change. The consumer stopped using the meter and used a back up meter. No decisions to treat were made on the alleged faulty meter. A replacement meter was sent and the meter will be returned to nova biomedical for evaluation.